Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010, patient was presented with following pre-operative diagnosis: l3-4 lumbar disk herniation. Lumbar instability. Lumbar pain of diskogenic origin. Sciatica, l3-l4. Patient underwent the following procedures: l3-l4 central subarticular and foraminal decompression. Bilateral partial facetectomies and foraminotomies. Complete lumbar diskectomy,l3-4. Plif(posterior lumbar interbody fusion), l3-4 using peek interbody fusion cage measuring 8 x 22 mm, right autogenous iliac crest bone graft, and rhbmp-2 on a collagen-based sponge. Posterolateral fusion ,l3-4 using pedicle screws, right autogenous iliac crest bone graft, and bone morphogenic protein on a collagen based sponge. Emg evoked potentials for the duration of surgical procedure. As per op note¿ the facet joint at l3-l4 were decorticated and packed with local bone graft. The bone graft was morselized. Bone morphogenic protein and autogenous bone grafts were packed anteriorly. A peek cage measuring 8 x 22 mm was selected and impacted at the interspace .excellent fixation was achieved. Transverse processes at l3 and l4 were decorticated. Bone grafts and bmp were placed out laterally. A 5.5 mm rod was attached to the screws.¿ the patient tolerated the procedure well.